Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited high threshold and was found to have dislodged, which necessitated the lead repositioning procedure. It was further reported the right ventricular (rv) lead exhibited high undefined impedance during a repositioning procedure. The rv lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.